Event description:
In 2003, a left heart catheterization was done on the pt. The site was prepped with betadine and the sheath was placed. Three catheter exchanges were done and the procedure lasted 57 minutes. One week later, the pt developed an indurated open crater at the puncture site. Antibiotics were given and the event resolved 1 week later.